Event description:
A facility representative reported that an implantable collamer lens was implanted into the patient's eye. The patient experienced excessive vaulting, significant reduction of irido-corneal angle, shallow A/C. The lens was exchanged with a shorter length lens and the problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H6 - Health Effect Clinical Code: 4581 - significant reduction of irido-corneal angles.Manufacturer Narrative: Secondary Surgical Intervention to Remove/Replace/Reposition the Lens is identified in the labeling as a known potential adverse event following ICL implantation.(b)(4).